Event description:
Pt seen by pcp on (B)(6) 2019 and reported that her bs had been running high (300-400's) since getting new bs meter (gluco navii). Pt checked bs with her meter and it was 278. Staff checked her poc glucose and it was 172. Poc hgba1c was 7.7. Pt did have gastroenteritis few days prior. Dallas express pharmacy notified of variance and they exchanged the meter. New meter, still gluco navii reading above expected for pt. Pt got new one touch verio meter and compared bs results on (B)(6) 2019 - bs on gluco navii was 223 and on one touch verio was 57. Pt felt symptomatic with low bs and was treated with hypoglycemia protocol. Pt continued to check bs on both meters and gluco navii reading significantly higher.